Event description:
The customer reported via phone that she had a button error alarm on the insulin pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer was going to enter her blood glucose and stated that she must have hit the button too many times. Customer was not able to clear the alarm. Customer stated that she just came back from the grocery store. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube and a cracked reservoir tube window.